Event description:
Attempting to band varices during egd (esophagogastroduodenoscopy). Attempted to use two different banders. Neither would work appropriately. Sometimes bands would fire, and sometimes multiple bands would fire.